Manufacturer narrative:
Further information was requested but no information was received.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review, the left ventricle lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.